Manufacturer narrative:
It was reported that a revision surgery was performed due to fracture. No product was returned. However, a cd was received by the medical team. Based on the radiological imaging and complaint details provided for the similar complaint (B)(4), file # 572758 was due to the spiral cortical fracture likely secondary to the stress of the non-union of the femoral neck fracture and reduction/im nailing just 10 days prior. The noted primary fracture location is still early to expect it to have healed and would not be expected to bear the patient's weight. Of note, the patient¿s bone quality, the distal screw insertion technique, as well as primary post-op restrictions, adherence, and/or trauma remain unknown. Either of the patients¿ impact beyond probable pain/discomfort, the reported revisions and expected post-revision rehabilitation phases cannot be determined. As device details were not made available, device history record and complaint history review cannot be completed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to fracture.